Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed but the cause remains unknown. The item returned for evaluation was two photographs which pictured a segment of groshong catheter. One of the catheter ends contained what appeared to resemble break characteristics. The catheter end was not uniform in appearance and was tapered away from the catheter end. No other potentially relevant observations were found in the images. Possible explanations for the break include a tensile break, sharp instrument damage, or misassembly. No specific root cause could be determined from the photographs. Should the physical sample be provided, this investigation will be reopened and an attempt to identify a specific cause will be made at that time. A lot history review (lhr) of rezd0355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that a patient had a PICC placed in (B)(6) 2016. It was said that the treatment was smooth and there were no complications. On (B)(6) 2016 the patient came to the PICC outpatient in the hospital for tube removal. At first the removal was reportedly smooth, but when there was 10cm of the catheter left in the body, it became difficult. After the catheter was removed, nurse reported finding that the front end of the catheter was broken. The nurse then had the patient lie flat and treated him with "braking". After the consultation by the catheter room, about 1-2cm of the catheter was removed from the axillary vein. After 24 hours of observation, the patient was discharged from the hospital.